Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers were scrolling on their own. The pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was 112 mg/dl. The customer stated that while she was trying to bolus and enter the carbs, the numbers kept scrolling and would not stop. The customer stated that she took out the battery and received weak battery and it would not let her clear. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.